Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they experienced high blood glucose level of 544 mg/dl. The customer's spouse stated the customer went on a bike ride and got something to eat. Customer declined to troubleshoot for high readings as blood glucose stabilized at 150 mg/dl after treating. The sensor was on for six days and it started going off. The sensor will be returned, but the insulin pump will not be returned for analysis.